Event description:
The dual trigger rotary was sent for evaluation because the device starting to shave metal fragments into a hip wound during a procedure. No further information has been provided by the customer account.

Manufacturer narrative:
It was noted during failure analysis that no problem was found with the device. A clean, lube and adjust was performed and the device was returned to the customer.